Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Product disposition is unknown.

Event description:
User facility report via the FDA report (B)(4). Surgeon was compressing screw when the tip of screw driver broke off. Several attempts were made to remove, surgeon stated further attempts would hurt pt, and will leave tip in tibial nail.